Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which was completed by restarting the system. The issue occurred at the start, and there was less than a 20-minute delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry movements were unavailable. A review of the log file showed a malfunction: 'small bow can no longer be moved. Upon troubleshooting, the fse confirmed the issue was with the geo-tso, which had an intermittent function. To resolve the issue, the fse replaced the geo-tso. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation with no or minor delay. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure with no or minor delay. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.